Event description:
It was reported to boston scientific corporation that a cold snare was used to remove a polyp during a colonoscopy with polypectomy procedure performed on (B)(6) 2024. During the procedure and inside the patient, there were 12 to 18 polyps being removed. Each polyp was removed sufficiently; however, the snare was unable to cut the final polyp. The physician attempted to open and close the snare, but it was noticed that it was bent and kinked. The procedure was completed with another cold snare. There were no patient complications reported as a result of this event. The photo submitted by the customer shows that the handle cannula was bent.

Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event of snare would not cut the polyp.

Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event of snare would not cut the polyp. Block h10 investigation results: one captivator snare was received for analysis and it was found that the device returned with the handle cannula kinked and restricting the loop to be exposed. Also, the strain relief is bent. The customer provided a picture of the device, confirming the analyzed condition. No other device problems were noted. The reported event of "loop failure to cut" could not be confirmed. According to the evidence, it is possible that this could have happened as part of the device manipulation during procedure, an excess of force was applied to the device during its actuation and caused that the strain relief got bent and consequently this condition creates a resistance between the handle cannula and the strain relief causing the analyzed kinks on both components and also adding the tortuosity of the anatomy this conditions could be caused. Therefore, based on analysis of the returned device and all available information, the most probable cause for the reported event is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a cold snare was used to remove a polyp during a colonoscopy with polypectomy procedure performed on (B)(6) 2024. During the procedure and inside the patient, there were 12 to 18 polyps being removed. Each polyp was removed sufficiently; however, the snare was unable to cut the final polyp. The physician attempted to open and close the snare, but it was noticed that it was bent and kinked. The procedure was completed with another cold snare. There were no patient complications reported as a result of this event. The photo submitted by the customer shows that the handle cannula was bent.